Manufacturer narrative:
Product ID 3889-28, lot# va078uw, implanted: (B)(6) 2013, explanted: (B)(6) 2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the device recently did not have good impedance and the patient complained of worsening symptoms. The hcp believed the device stopped working.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. On returned paperwork, the hcp said the product was returned due to early battery depletion, failure/malfunction, recall advisory. On the returned paperwork, it was indicated that the reason for explant was due to battery depletion so the device was replaced. On the returned paperwork, it was unknown as to whether or not a medical professional alleged a deficiency in the device performance. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3889-28, lot# va078uw, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Analysis of the ins ((B)(4)) found the battery was near normal battery depletion. The device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The output and telemetry testing was acceptable. If information is provided in the future, a supplemental report will be issued.